Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (2 grams, stat, and then every 7 days) and fortum (1 gram, every day, route of administration not reported). The outcome of the event was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.